Manufacturer narrative:
12 samples received. Investigation is ongoing.

Event description:
According to the available information, the patient had a sepsis infection from the use of the speedicath flex. There is not a great deal of evidence to link the flex product to this infection itself.